Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 09/oct/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿abdominal incisional hernia¿ surgery and was implanted with an unknown strattice device on (B)(6) 2011. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain and suffering, physical injury, loss of enjoyment of life and economic and noneconomic losses.¿ the form lists the conditions that were treated were ¿ventral incisional hernia repair with loop of chronically incarcerated small bowel, multiple hernias in midline converted to one hernia, lysis of adhesions with serosal enterorrhaphy x 2 secondary to lysis¿ between (B)(6) 2011. The patient also received treatment for ¿rectal bleeding; number of internal hernias involving small bowel & colon¿ on or about (B)(6) 2013. The patient was next treated for ¿epigastric pain; CT chst/ab/pel - right lower quadrant hernia without obstruction or incarceration¿ on or about (B)(6) 2015. The patient was next treated for ¿abdominal pain; CT - dilated small bowel loops with mild focalization in pelvis & left lower quadrant with mild interloop fluid, wide-mouthed umbilical hernia containing bowel; small bowel obstruction¿ between (B)(6) 2017. The patient received treatment for ¿abdominal pain, hernia-related symptoms, temperature temporal artery, bowel obstruction¿ on various dates between 2017 and 2023. The patient underwent ¿evaluation of abdominal pain & intermittent partial small bowel obstruction; surgical intervention not recommended¿ in (B)(6) 2018. The form continues with the patient¿s treatment for ¿abdominal pain; CT ¿ partial small bowel obstruction at site of ventral paramedian hernia right lower quadrant; conservative treatment, rehab¿ between (B)(6) 2021. The patient was seen for ¿elevated blood pressure; diagnostic testing¿ on or about (B)(6) 2022. The patient had ¿diagnostic testing - heart rate/blood pressure irregular; medication management¿ on or about (B)(6) 2022. The patient had an ¿office visit ¿ fatigue¿ on or about (B)(6) 2022. The patient was evaluated for ¿abdominal pain - pain radiates to back, started gradual and worsened; CT ¿ moderate to high-grade obstruction small bowel, complex abdominal wall hernia consistent with strangulated small bowel containing hernia (ventral hernia with bowel obstruction) complex anterior abdominal wall hernia in rlq of abdomen containing both small & large bowel loops, associated moderate to high grade small bowel obstruction involving mid to distal small bowel loops. Surgical consultation recommended¿ on or about (B)(6) 2022. The patient was ¿evaluated/transferred for bowel obstruction from incarcerated hernia; conservative management, no surgical intervention¿ between (B)(6) 2022. The patient was treated for ¿depression¿ between 2020-2021. The patient had a ¿consult for complex abdominal hernias; two appreciable ventral hernias, first recurrent incisional hernia at upper abdomen with herniation of bowel just to left of midline, second an incisional hernia in rlq containing bowel; repair of hernias would be high risk for damage to nearby structures & recurrence¿ on or about (B)(6) 2023. The patient was treated for ¿abdominal pain, n/v, IV resuscitation, ng tube placement for decompression; CT - ventral hernia without evidence of incarceration, significant air-fluid levels & distention of small bowel consistent with small bowel obstruction; treated with conservative management¿ between (B)(6) 2023. The patient was implanted with a non-abbvie device, ¿sepramesh lot #wbtes060¿ on (B)(6) 2010. The form indicates that the device was removed or revised on (B)(6) 2011 due to ¿ventral incisional hernia repair with loop of chronically incarcerated small bowel, multiple hernias in the midline converted to one hernia & lysis of adhesions with serosal enterorrhaphy x 2 secondary to the lysis.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.